Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. At this time, no sample has been provided. No shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed.

Event description:
It was reported a registered nurse (rn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an m75 volume error warning during an unknown phase and cycle of treatment, an m31 air detected in cassette warning during the drain phase of and unknown cycle of treatment and several drain complication encountered alarms during an unknown phase and cycle of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer. Additional information was requested but was not received to date.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a registered nurse (rn) discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving an m75 volume error warning during an unknown phase and cycle of treatment, an m31 air detected in cassette warning during the drain phase of and unknown cycle of treatment and several drain complication encountered alarms during an unknown phase and cycle of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler. The liberty cycler set used by the patient was discarded and no longer available to return for physical evaluation by the manufacturer. Additional information was requested but was not received to date.